Event description:
A customer reported experiencing an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support (cts) instructed the customer to perform a system check and no issues were identified. The customer replaced pump supplies and resumed insulin therap.